Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient saw dentist due to his lower anterior teeth becoming loose. It is not clear by the letter provided by the patient's dentist if the aligners caused the mobility issue, but the dentist does recommend the patient see a periodontist prior to restarting aligner treatment.